Event description:
First operation in 2006. Still pain and swelling after 9 months. Pt never free from pain. Increased pain and swelling. X-ray 9 months post-op. Showed osteolysis of large part of trapezium and part of metacarpal bone. Both screws were loose. Screw in trapezium had moved into the stt joint.

Manufacturer narrative:
The info provided by x-ray pictures indicates osteolysis of the major part of he trapezial bone and a part of the metacarpal bone showed osteolysis. The screw that originally was fixated in the trapezial bone had moved to the stt joint. Based on this evidence and previous clinical experience it is likely the screws fixing the implant became loose and the movement caused pain and irritation.